Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Found water control turned completely off. Water pressure was low. Adjusted internal water regulator to specs. Replaced water filter. Cleaned and resealed powder bowl. Replaced red pinch tubing as a preventative measure.

Event description:
Based on the repair evaluation notes while using a g137, there was no water flow and the jet mate handpiece was getting hot; the water control was turned completely off, and he water pressure was low; no injury resulted.